Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported but the ous affiliate that the readings showed on icp was flashing and could not showed data normally. There was a 60min delay and no adverse consequences.

Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The root cause was confirmed. The battery and digital pcb assemble broken.

Event description:
N/a.